Event description:
It was reported that upon inspection of the external pulse generator it was noted that the unit had cracked case halves and was missing some hangers. The generator was returned to the manufacturer for service, analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer, upper case, lower case, and one side bail cover broken. Side bails, one side bail cover, and one case screw are missing. Battery release is contaminated and lead flex cover is corroded. (B)(4).